Manufacturer narrative:
Batch review performed on 15 january 2020: lot 176507: (B)(4) items manufactured and released on 12-feb-2018. Expiration date: 2023-02-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 1-1-2016. Additional implant involved: liner: cc e cc light 01.26.3244hct flat pe hc liner ø 32 / e (k103352) lot. 177506. Batch review performed on 15 january 2020: lot 177506: (B)(4) items manufactured and released on 20-feb-2018. Expiration date: 2023-02-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 1-1-2016. Additional implant involved: cup: versafitcup cc trio 01.26.45.0050 acetabular shell cc trio ø 50 (k103352) lot. 177478. Batch review performed on 15 january 2020: lot 177478: (B)(4) items manufactured and released on 27-feb-2018. Expiration date: 2023-02-15. No anomalies found related to the problem. To date,(B)(4) items of the same lot have been already sold without any similar reported event since 1-1-2016. Additional implant involved: other: screws 01.26.65.25 cancellous bone screw flat head ø 6,5 l 25 (k103352) lot. 179026. Batch review performed on 15 january 2020: lot 179026: (B)(4) items manufactured and released on 31-jan-2018. Expiration date: 2023-01-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar event reported since 1-1-2016. Additional implant involved: implants from ceramtec 38.49.7175.685.00 biolox delta ceramic ball head 12/14 ø 32 size l +4 lot. 7011126718. Manufacturing process review: the component properties and the microstructure as obtained from the quality documents fulfill the requirements as specified at the time of production. There are no indications of any pre-existing material defect or non-conformities regarding sterilisation. Clinical evaluation performed by medicla affairs manager delayed infection in cementless tha, 20 months after primary operation. Infection is a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices. Preliminary investigation performed by r&d project manager femoral stem, and acetabular cup with sign of osseointegration. On all components signs of implant revision. Form visual investigation it is not possible to determine failure root cause.

Event description:
Revision surgery about 1 year and 8 months after primary for infection. The surgeon revised successfully the patient hip devices.